Manufacturer narrative:
The suspected and removed user interface (ui) assembly was returned to philips for evaluation. The technician documented the following conclusion/root cause, "no issue found with lcd (liquid crystal display) portion of the user interface assembly.¿ the product investigation lab (pil) technician verified clear graphics were noted on the lcd. In addition, it was verified that the lcd was sufficiently bright at the highest setting control. The technician could not duplicate failure of lcd. The ui assembly operates without any issue with installation into stb (standard test bed). There was no fault found with the returned ui assembly.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The customer reported that the display was very dim when the device was powered on but brightened up after some time passed. The rse advised the customer to replace the original display with a 2nd generation user interface (ui) assembly, with 2nd generation liquid crystal display (lcd). The customer was provided with the part number for a replacement ui assembly.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface (ui) assembly was replaced, and the issue was resolved.